Manufacturer narrative:
Suspect device UDI number: (B)(4).

Event description:
It was reported via clinic notes dated (B)(6) 2016 that a patient had experienced an increase in seizures and the patient's mother suspected it was due to vns. It was stated that on (B)(6) 2016 the increased seizures seemed to have been stabilized without any note of intervention. Diagnostic tests performed both before and after the report of the increased seizures were within normal limits. A review of the device history record for the implanted generator showed that the generator passed all quality inspections and verified proper functionality prior to release for distribution.